Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the implantable cardioverter defibrillator was noted to be in backup vvi mode with high voltage therapy disabled. It was noted that the patient may have had magnetic resonance imaging (MRI) at the time of the backup. Possible high voltage circuit damage was also noted. A device restoration was performed. No patient consequences were reported.